Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: a pco composite mesh was implanted laparoscopically to repair an incisional hernia. Seven days later, the pt had to undergo open surgery to repair a small bowel obstruction where the mesh was found to have a number of small holes in it. One of these holes seems to have trapped a loop of bowel there is evidence of other tears in the mesh which appeared at points of tacker fixation. Corrective action taken relevant to the care of the pt: the pt had to undergo open surgery to repair a small bowel obstruction.